Event description:
On (B)(6) 2023, I had a stent placement. In 2021 I had a 6 way bypass heart surgery, and one of those arteries collapsed and I had to have this stent procedure done. Two days after stent placement, (B)(6) 2023, I started having itching, rash, hives, left arm restrictions and needle sensations all on my skin. The doctors thought it was a reaction from the blood thinners. After 3 different blood thinners were changed and after about 2 months and then totally getting off of blood thinners, my symptoms never stopped. I went to several cardiologists, dermatologist, rheumatologist, allergist, oncologist and neurologist, nothing was found to help me or even explain what was going on. I told them I thought I was allergic to the stent, but the doctors said it was rare and blew me off. I also had several hospital stays that I think were a result of my reactions, but nothing was found wrong. I even went to several ER's but nothing. I increasingly have gotten worse over the course of almost a year. My symptoms have steady gotten worse and now over the last 3 months I have developed chills, sweats, and shakes, internally and outside. I and my wife have researched online for many hours trying to find some answers. We did find a doctor, dr. (B)(6), cardiologist, out of (B)(6). In 2005 he did a study with (B)(6) about allergic reactions to stents. We went to visit him in (B)(6) 2024, and explained what has been going on and he said that I am having the same reactions that his patients had during his study, but nothing can be done. He said the % of his patients that were having reactions were not a large enough %, so the study was dropped. The patients were allergic to the "polymer coating" on the stent, not the metals. The stent I have is from the abbott co. It is a xience skypoint, everolimus eluting stent. This type unfortunately does not dissipate over time, it stays in your body forever. The allergist I went to gave me a test of the metals involved with this stent and I was negative on all. The only thing they do not have to test is a polymer test. I contacted the abbott co. And asked if there was a patch or something that we could test and their answer was no!! What are they hiding? Over the course of almost a year my health has deteriorated to the point that I cannot even function on any mundane task around the house. I cannot even sleep now with the shakes and chills I am having. I hope you will take this report and try to help those that do have allergic reactions to where we can get some type of treatment or solution so we few don't have to suffer! Thank you. All test have come back ok, but doctors will not acknowledge my problems, therefore nothing is done.